Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing problems with the implant.

Manufacturer narrative:
No device or photographs were received; therefore the condition of the component is unknown. Review of the device history records cannot be performed due to lack of sufficient information. This device is used for treatment. It is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. A product history search and compatibility cannot be assessed as the lot number is unavailable at this time. A definitive root cause cannot be determined with the information provided.